Event description:
The customer reported that a patient sample generated a potentially falsely elevated troponin I result. The customer could not recall the date of incidence. An initial result of 1.0 ng/ml was obtained and 4 hours later a new sample generated a result of <0.04 ng/ml. The initial sample was retested after re-centrifugation, yielding a result of 0.4 ng/ml. The same patient was admitted to the hospital 3 weeks later and the same troponin I result scenario occurred. Initial result: 1.0 ng/ml, 4 hour sample result: <0.04 ng/ml and retest of original sample after re-centrifugation yielded a result of 0.4 ng/ml. There was no information provided regarding patient treatment or diagnosis. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.